Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the mid circumflex artery. Eight treatments were performed on low speed. Angiography showed no reflow in the distal circumflex vessels. Balloon angioplasty and stent placement was performed in the mid circumflex artery. The viperwire guide wire was exchanged for a non-csi guide wire, and cardene adenosine and nitroglycerin were via intra-coronary administration. The no reflow was resolved.